Manufacturer narrative:
The insulin pump passed the displacement test and self test. Pump error 63 confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. (B)(4).

Event description:
Customer reported via phone call that insulin pump had hardware low level failure. Customer's blood glucose level was 75 mg/dl at the time of incident. Customer was able to clear the alarm and rewound the insulin pump. The insulin pump will be returned for analysis.